Event description:
N/a

Manufacturer narrative:
The certas plus valve was not returned for evaluation therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the codman certas valve was implanted to a patient in (B)(6) 2021 for a cranioplasty. When the physician exposed the shunt on (B)(6) 2021 he noticed that there was a tear in the valve. On further inspection, the distal end of the shunt valve rubber tubing had been torn and it was unclear if this was a mechanical issue and the exposure had not exposed over the area of the shunt valve. The shunt was then excised and explanted. The valve was replaced.

Manufacturer narrative:
Certas plus was returned for evaluation: DHR - lot 5191473 conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; a cut/tear in the silicon housing along the siphon guard and a needle hole in the needle chamber were noted. The valve was leak tested; no other leak than the needle hole in the needle chamber until the valve casing was noted. The valve could not be reflux tested due to separated siphon guard. The siphon guard was visually inspected under microscope at appropriate magnification: some marks on the siphon guard were noted. The valve passed the tests for programming, occlusion, siphon guard and pressure. Root cause - the root cause for the problem reported by the customer could probably be due to a sharp or pointed object coming into contact with the silicone, as noted in the IFU, silicone housing has a low cut/tear resistance.

Event description:
N/a.